Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in log reviews, the 32101 error was found indicating fault on the acm (axes controller, motor) pca (printed circuit assembly), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32101 error was triggered indicating fault on the acm pca, replicating the reported event. The usm was then installed onto a pftp (psc fixture test platform) where usm fault check was found to be failing on the acm pca. Once testing was completed, the acm pca was aba tested and was verified to the source of the fault. Based on results from failure analysis, the probable root cause may be attributed to the acm pca component.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) prior to the procedure post anesthesia and reported that they had a repeated non-recoverable error on universal surgical manipulator (usm) 2. The customer stated that several reboots did not help. The tse reviewed the error logs and found that the problem was from a hardware error on universal surgical manipulator (usm) 2. The procedure could not be done with 3 usm only. No second da vinci available. The customer did not state if the surgery would be aborted or converted. The field service engineer (fse) was informed and a field service order (fso) was dispatched. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer reported that ports were placed before the problem was detected. The customer confirmed that system functionality was checked when the system was switched on and the system initially started up without errors. It was unknown how the customer proceeded with the procedure. There was no injury to the patient.